Manufacturer narrative:
After service, the issue has not recurred for three months. A systemic issue with the analyzer hardware could be excluded. The investigation found the issue was related to sample pipetting. The investigation determined the event was consistent with a preanalytical sample handling issue.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The field service engineer replaced the module's pinch tubes and performed system checks, adjustments, and cleanings. Also, he performed precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system and elecsys tsh assay results for two patients tested on a cobas 8000 e 602 module. The customer confirmed the calibration data was ok. Also, the customer confirmed the qc data before and after the event was ok. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples for confirmation. On (B)(6) 2021, patient 1's hcg result was 10.89 iu/l. On (B)(6) 2021, patient 1's repeat hcg result was 2201 iu/l. On (B)(6) 2021 and at 14:01, patient 2's tsh result was 0.027 uiu/ml. At 15:59, patient 2's repeat tsh result was 0.767 uiu/ml. The hcg reagent lot number was 470489 with an expiration date requested but not provided. The tsh reagent lot number was 485695 with an expiration date requested but not provided.